Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('abnormal bleeding') and pulmonary thrombosis ('I developed a blood clot in my right lung') in a 25-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, per vaginal bleeding, migraine, nausea, headache, cramp in lower abdomen, heavy periods and genital hemorrhage. Previously administered products included for birth control: mirena iud from december 2010 to march 2011. In september 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pulmonary thrombosis (seriousness criterion medically significant), migraine ("migraines / migraines / headaches"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with ibuprofen and surgery (ablation and had surgery to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, pulmonary thrombosis, migraine, weight increased, alopecia, abdominal pain lower, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pulmonary thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 340 lbs discrepancy noted in date of insertion 2010 (summons) and 21-sep-2011 (pfs). Discrepancy noted in date of removal 30-jul-2015 (summons) and 20-aug-2015 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- abdominal pain, headache, consumer address were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('abnormal bleeding') and pulmonary thrombosis ('I developed a blood clot in my right lung') in a 25-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, per vaginal bleeding, migraine, nausea, headache, cramp in lower abdomen, heavy periods and genital hemorrhage. Previously administered products included for birth control: mirena iud from (B)(6) 2010 to (B)(6) 2011. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pulmonary thrombosis (seriousness criterion medically significant), migraine ("migraines / migraines / headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with ibuprofen and surgery (ablation and had surgery to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, pulmonary thrombosis, migraine, weight increased, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, menorrhagia, migraine, pelvic pain, pulmonary thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 340 lbs. Discrepancy noted in date of insertion 2010 (summons) and (B)(6) 2011 (pfs). Discrepancy noted in date of removal (B)(6) 2015 (summons) and (B)(6) 2015 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Most recent follow-up information incorporated above includes: on 15-aug-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), weight gain / loss specify which one: weight gain, hair loss, lower abdominal pain, I developed a blood clot in my right lung, did not undergo confirmation test. Treatment drug, historical drug, reporter information, aka name, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('abnormal bleeding') and pulmonary thrombosis ('I developed a blood clot in my right lung') in a 25-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included obesity, per vaginal bleeding, migraine, nausea, headache, cramp in lower abdomen, heavy periods and genital hemorrhage. Previously administered products included for birth control: mirena iud from (B)(6) 2010 to (B)(6) 2011. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pulmonary thrombosis (seriousness criterion medically significant), migraine ("migraines / migraines / headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with ibuprofen and surgery (ablation and had surgery to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, pulmonary thrombosis, migraine, weight increased, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage, menorrhagia, migraine, pelvic pain, pulmonary thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight 340 lbs discrepancy noted in date of insertion 2010 (summons) and (B)(6) 2011 (pfs). Discrepancy noted in date of removal (B)(6) 2015 (summons) and (B)(6) 2015 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of product technical complaint incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.